Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be depleting more quickly than expected. Tones were also exhibited. Data was sent to boston scientific technical services (ts) for their review. The s-ICD was then successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be depleting more quickly than expected. Tones were also exhibited. Data was sent to boston scientific technical services (ts) for their review. The s-ICD was then successfully replaced. No additional adverse patient effects were reported. Device was received for analysis

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. <<if part of the advisory population, add: boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.>>"